Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm and a chronic type a aortic dissection using gore® tag® conformable thoracic stent grafts with active control system. The patient underwent total arch replacement before the procedure. Two gore® tag® devices were implanted without any reported issues. The patient tolerated the procedure. On (B)(6) 2022, a follow-up examination reportedly showed a distal stent graft-induced new entry tear. On the same day, an emergency reintervention was performed whereby a zenith alpha thoracic endovascular graft (38 mm) was additionally implanted distal to the gore® tag® devices. The patient tolerated the reintervention. The reporting physician commented as follows: the distal end of gore® tag® device was placed parallel to the aortic wall, so the distal new entry tear was unexpected.

Manufacturer narrative:
(B)(4). It should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.